Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was defective and unable to advance through the skin during use. As a result, a second stick to the "left lateral forearm" was performed. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm."

Event description:
It was reported that the needle tip was defective and pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter wall while attempting to advance it through the skin during use. As a result, a second stick to the "left lateral forearm" was performed. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm." "Upon visual inspection of the catheter tip damage was observed. The damage to the tip would cause difficult or painful penetration. The shape of the damage on the tip has a characteristic v shape that is created when the needle goes through the catheter wall. The spear through caused the catheter to tear and fold onto itself."

Manufacturer narrative:
Correction: upon investigation of the returned device, it has been determined that the previously submitted report was sent with the incorrect device code and rationale. The following fields have been updated: b.5. Describe event or problem: it was reported that the needle tip was defective and pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter wall while attempting to advance it through the skin during use. As a result, a second stick to the "left lateral forearm" was performed. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm." "Upon visual inspection of the catheter tip damage was observed. The damage to the tip would cause difficult or painful penetration. The shape of the damage on the tip has a characteristic v shape that is created when the needle goes through the catheter wall. The spear through caused the catheter to tear and fold onto itself." F.10. Device codes: 1354 device evaluation: h.3. Device eval by manufacturer? Yes h.6. Method codes: 10, 3331 h.6. Result codes: 114 h.6. Conclusion codes: 4315 h.6. Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot #9071662 regarding item #382544. Received one catheter adapter assembly and a top web. Upon visual inspection of the catheter tip damage was observed. The damage to the tip would cause difficult or painful penetration. The shape of the damage on the tip has a characteristic v shape that is created when the needle goes through the catheter wall. The spear through caused the catheter to tear and fold onto itself. The defect of a catheter spear through can originate as a part of the manufacturing process as indicated by the peura review: typically, in zone 5 due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. The defect could also originate due to improper use. When breaking tip adhesion, the defect is very likely to be noticed. However, the customer proceeded with a venipuncture attempt. As stated in the customer verbatim venipuncture was attempted and the defect was found due to a painful/difficult insertion. The DHR for lot number 9071662 has been reviewed. This lot was built on afa line 9 from 22mar2019 through 29mar2019 and packaged on pkg. Line 11 from 29mar2019 through 08apr2019 for the quantity of 434,610 ea. No related quality issues or process deviations were found. Investigation conclusion: the defect of catheter damaged/defective was confirmed. Root cause description: not determined: the defect is equally likely to occur during use or manufacturing of the device. Rationale: customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action. H3 other text : see section h.10.